Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The repeat results were from another cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data. The repeat result was believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dql63. The expiration date was 23-mar-2026. The chloride electrode lot number was drp14. The expiration date was 12-jan-2026. The field service engineer found an issue with the sample probe wash. He adjusted the sample wash position and replaced the ise wash station drainage tube. He performed a system air purge, system primes, ise checks, and precision checks. All of the results passed. The customer performed calibration and qc. The results were passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the issue was resolved by the service actions.